Event description:
It was reported that on (B)(6) 2007 the patient had progressive worsening of back pain and left lower extremity pain. She had an MRI that showed ¿loss of disc height with some continued stenosis at the l5-s1 on the left¿. She had some ¿mild stenosis on the right. Her concordant disc at upper levels appeared to be intact.¿ on (B)(6) 2007, the patient had severe degenerative disc disease at l5-s1 with stenosis, single level disease. She had severe back pain and leg pain. On (B)(6) 2007, the patient presented with chronic back pain and radicular leg pain and disk space collapse. Patient had a previous decompression done at l5-s1 but progressively developed more and more back and leg pain. She failed conservative treatment and preoperative imaging studies indicated degenerative disk disease and collapse at l5-s1 and secondary lumbar laminar and foraminal recess stenosis. She was diagnosed with lumbar stenosis, degenerative disk disease at l5-s1 and failed back surgery at l5-s1. The patient underwent spinal surgery consisting of: l5-s1 post spinal fusion. L5-s1 post instrumentation legacy 5.5 titanium with existing crosslinks. Radial iliac crest graft supplemented with 2 large rhbmp-2/acs kits and local bone graft. Right l5, 51 lumbar laminotomies, foraminotomies and medial facetectomies, and a left l5, s1 laminotomies, foraminotomies and medial facetectomies. (Surgery was 50% more difficult because of significant scar tissue from the previous left l5-s1 laminotomy). Per medical records, doctors placed rods sized 2x4 and they were sheared off. Bone graft was placed in the lateral gutters from l5 to s1 along with the rhbmp-2/acs sponge. Gelfoam was placed over laminectomy sites. The patient developed a rash on her bottom. Dermatology was consulted. They did some biopsies of the area and discovered that it was varicella.

Manufacturer narrative:
Concomitant products: legacy implantable instrumentation, crosslinks (implant (B)(6) 2007). (B)(4). Neither the device nor applicable imaging study films or patient medical records were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted/used during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.